Manufacturer narrative:
Product support tested 2 returned patient samples, cal h (positive control) and cal z (negative control) on cardiac lot w48710. Patient sample also tested on access2. Tni results below: patient samples: sample 1 - triage <0.05 ng/ml and access2 0.01 ng/ml. Sample 2 - triage <0.05 ng/ml and access2 0.00 ng/ml. Cal h: one data point with cal h was below the manufacturing 2sd range (n=10). Cal z: all data points with cal z were below the manufacturing 2sd range. No false positives were observed with cal z or patient samples. No error codes or device issues were observed. Unable to determine cause of customer's false positive tni result. No product deficiency was established; no corrective action required at this time.

Event description:
Caller reported a false positive troponin I (tni) result on triage cardiac panel. Caller reported patient presented with mild cardiac symptoms. Whole blood sample run and gave a positive result. The patient was redrawn 4 hours later resulting whole blood sample gave a negative result. Additional chemistry values are related as unremarkable. Caller stated that patient with 0.44 tni would have been flown out to a larger hospital, but 2nd draw gave negative tni.